Event description:
Customer reported via phone call, the she had experienced low blood glucose of 39 mg/dl. Customer believes issues are due to her eating all the food that she is supposed to for the bolus that her doctor recommended. She thinks it's more of counting carbohydrates issue then an insulin pump issue. Current blood glucose was 191 mg/dl. Customer declined troubleshooting on the insulin pump. However stated she will call back if she decided to check the device performance. The device is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.